Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). Investigation result: a visual examination of the returned complaint device found the balloon and the catheter did not have any visual defects and were in a good condition. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole located at the proximal section of the body of the balloon, thereby confirming the reported event of balloon leak. Additionally, during the microscopic inspection, the balloon was dissected to inspect the ro markers and no damages were found. Functional analysis could not be performed as the balloon lumen was occluded with dried contrast, and it was not possible to unclog it. Dimensional examination was performed to the outer diameter (od) of the ro markers, and was measured in two sections; distal and proximal. The two sections were within specification. Therefore, the most probable root cause is cause traced to device design because the problems are traced to the design specifications. An investigation is in place to address this problem. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, it was noticed that both balloons were difficult to inflate and were leaking. The procedure was completed with another hurricane rx dilatation balloon. This event has been deemed a reportable event based on the investigation finding of balloon pinhole. There were no patient complications reported as a result of this event.